Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, during the stapling, the staples were not correctly formed. Staples only shaped up to half. There was also an incomplete staple line on the proximal part. They replaced the reload to complete the case. There was no patient injury.